Event description:
The user facility reported that during a diagnostic colonoscopy, the display showed only a dark screen with horizontal lines, and the image could not be recovered. The procedure was reportedly completed with a similar, but different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate a complete loss of image, but confirmed the image to be distorted. There were minor scratches noted on the distal end cover, insertion tube, and light guide tube. The difficulty was isolated to the charged coupled device (ccd) unit. The ccd unit has been forwarded to the original equipment manufacturer (OEM) for further evaluation. The device has been refurbished. If additional significant info is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.